Event description:
It was reported that: "pt had revision due to painful hip."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. The x-rays and medical records were requested, but not provided. If additional information becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 6284-0-128, lot# b8fre, description: 28mm standard femoral head. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain.